Event description:
Per the clinic, the patient underwent a surgical procedure in (B)(6) 2011 (date not specified) to treat an infection of the skin flap at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient underwent skin flap revision surgery on (B)(6), 2011. There was no integrity test performed as previously reported. This report is filed (B)(6), 2011. Implanted device remains.